Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that catheter break occurred. The target lesion was located in the lower extremity. An angiojet solent omni catheter was selected for use. During the procedure, when the device was aspirated for about 5 seconds, the console stopped indicating that the saline pipe was full. Upon examination, the catheter was fractured about 10 cm from the tip and blood was constantly flowing out. The procedure was completed with another of the same device. There were no patient complications as a result of this event.